Event description:
It was reported that his implantable cardioverter defibrillator (ICD) recorded a code 1003 due to voltage too low for the projected remaining capacity. Device data confirmed the reported observation and device replacement was recommended. This device remains in service. No adverse patient effects were reported.